Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller went into backup mode and would not perform a self-test. When she connected to the power module, a yellow wrench alarm occurred. The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed during analysis. The log file was reviewed and an unusually abrupt drop in voltage accompanied by interruptions in pump support was observed, and then the controller reverted to backup mode, consistent with the reported event. During eval of the system controller, the black power lead was found to have a compromised brown conductor (battery gauge line) at the connector end. Movement of the black power lead at the connector end resulted in low battery and power cable disconnect alarms, as well as interruption in pump support while tethered to a power module. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.